Manufacturer narrative:
The customer¿s report of a communication error was confirmed. The pcu event log shows that during an infusion of an unknown drug the pump module experienced channel disconnects at 12:56 pm and 1:17 pm on (B)(6) 2017 after the system was placed onto dc power. Both disconnects were for loss of communication between the pump module and the pcu. Although requested, the devices were not returned for investigation and the condition of the iui connectors could not be evaluated. The root cause of the communication error was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that when a patient was being transported from the operating room to the cvicu the pump displayed a communication error while infusing dopamine. After the patient was transferred to the cvicu the systolic bp was in the 80¿s. The nurse noticed a communication error however the green infusion light was lit up and no audible or visual alarm was occurring. They quickly removed the devices from service and attached the dopamine to another pc unit and pump module. There was no lasting patient harm.